Event description:
It was reported that the product overheated during testing. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Upon disassembly, the contact pins in the motor cartridge were discovered to be burnt and corroded. Insufficient lube in the bearing on the rotor assembly and driveshaft assembly was also found. Corrosion and insufficient lube can cause friction between rotating components, which can cause heat to be generated.